Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturators, trocar balloon, lock collar, stopcock, insufflation port, valve seal and circular seal were intact. The insuf flation bulb, the inflation syringe, and the dissector balloon were received. It was reported that the balloon did not inflate for both devices. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the center area is consistent with a possible balloon over inflation during clinical procedure inserting thru a restrictive cavity area causing the balloon over inflation and rupture condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: over inflation of the balloon may result in balloon rupture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the spacemaker, the balloon did not inflate for both devices. To resolve the issue and complete the case, a new spacemaker was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: smbttrndx, spacemaker pro btt + round (lot#p3g0415) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.